Event description:
It was reported during a left knee arthroplasty that when the packaging of the femoral component was opened, the sterile carton was identified to be significantly deformed, consistent with being exposed to extreme heat. The surgeon was concerned for the sterility of the implant and another femoral component was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.